Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) had impedances >40 ,000 ohms during the implant procedure. Impedance testing and reprogramming was performed. The electrode was tested with a screening cable and impedance measurements were ¿ok.¿ it was reported that impedances were measured again and were >40,000 ohms. The ins was not implanted and a different product was used. It was reported the new device had normal impedance measurements.